Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrovideoscope exhibited foreign objects emerging from the distal end due to a clogged nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction is being made to previously submitted g3: date received by manufacturer. Which was not late. The correct date was 04/26/2024. Addi a review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 01 years, since the subject device was manufactured. Based on the results of the investigation and information provided. The event foreign objects emerging from the distal end, due to a clogged nozzle occurred, because the reprocessing could not be completed, due to leak failure occurred in the connector. According to the instruction manual for gf-uct180, the reprocessing procedures are described in the following chapters. Chapter 6: compatible reprocessing methods and chemical agents. Chapter 7: cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.